Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter; meter did pass the functional testing. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels physically fine, denies the need for medical attention. The customer's expected blood results are 70-130mg/dl fasting. Verified test strips expiration date is 10/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Customer performed a back to back blood test 129mg/dl and 136mg/dl fasting. Reviewed meter memory: (B)(6). Caller stated that believes the meter gave him a higher number than his expected result. Customer got a 148mg/dl fasting,customer is insulin depended, two hrs later blood sugar dropped to 40 mg/dl. Caller felt hungry and double up on snack and felt well no further symptoms occurred no medical attention was required.